Event description:
It was reported that the pump was unresponsive; troubleshooting was performed and confirmed this was due to a malfunction alarm. There was no reported impact to the customer¿s blood glucose level as the caller declined to provide this information. The customer was advised by technical support to use alternate insulin delivery through multiple daily injections (mdi), and a replacement pump was arranged. The customer understood and followed instructions to store the old pump and return it using a prepaid label.